Manufacturer narrative:
The ra lead was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the pacing threshold measurements were high around 4-5 volts. The ra lead was repositioned to several areas of the atrium but the threshold measurements were still unacceptable. In addition, the helix would not extend and retract well after the repeated repositionings. The physician noted that there was a possible issue with the ra lead and it was extracted and successfully replaced. No adverse patient effects were reported.